Event description:
It was reported that the patient with this pacemaker exhibited infection. A revision was performed and the pacemaker along with the right ventricular (rv) lead and right atrial (ra) lead were explanted. No additional adverse patient effects were reported. This pacemaker was not returned for analysis. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).